Event description:
It was reported that a dissection occurred. The target lesion was located in the mid right coronary artery (rca). After a 3.00 x 38mm promus elite drug-eluting stent (des) was successfully implanted in the left anterior descending artery, another 3.00 x 38mm promus elite des was deployed in the rca. However, after the rca stent was post-dilated, a spiral dissection from the proximal part of the stent was observed. The dissection was further described as flow limiting. A 3.50 x 32mm promus elite des was deployed proximally, overlapping the previous stent and covering the dissection, and the procedure was completed. The patient was stable post procedure and fully recovered.